Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 124 mg/dl. Troubleshooting for the blank display was performed. Customer advised the blank display issue occurs when they replace the battery. Customer was advised that a replacement battery cap will be sent out. Customer advised when they replace the battery they receive an unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. Customer was advised to monitor the insulin pump and call back when they receive the battery cap and new batteries to complete troubleshooting.